Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the loose tip message always appeared, even after tightening, unscrewing again and screwing on again before the cataract [with intraocular lens (iol) implant] surgery. The surgery was completed by replacing the phacoemulsification (phaco) tip. There was no report of patient impact. The issue has been reported with 4 phacoemulsification tips.